Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result." 2) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 3) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the stain found inside the lens and the gap between the acoustic lens and the ultrasound probe, other evaluation findings are as follows: the forceps elevator lever rotated concurrently due to damage on the upward/downward knob; the color ring was cracked; the scope cover and scope body were dirty; third party repair had been performed on the scope body, the light guide lens, the adhesive on the bending section cover, and the forceps elevator knob; the forceps elevator knob was discolored; the elevator channel plug was loose; the displayed ultrasound image was defective with missing elements due to damage on the ultrasound probe; the acoustic lens were damaged; the adhesive around the light guide lens was discolored; the adhesive on the bending section cover was worn; and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope displayed an image error that resembled defective crystals. This occurred during preparation for use. There was no report of patient harm. The device was returned, evaluated, and it was found that stain had entered inside the lens through the gap of adhesive on the distal end. Additionally, there was a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.